Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125526. Medical device expiration date: 2023-12-03. Device manufacture date: 2020-12-02. Medical device lot #: 21079282. Medical device expiration date: 2024-07-12. Device manufacture date: 2021-07-09. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two samples of lot number 20125526, one sample of lot number 21079282 and one unknown lot number sample of item number 10010903 were received for quality investigation. The customer complaint of tubing kinked was verified by visual inspection. The samples received showed signs of crimping of the tubing at the clamp locations, and at some of the tubing to component locations. After massaging out the kinks, the infusion sets were primed and a simulated infusion was conducted. There were no indications of leaks, air-in-line issues or occlusions. No further issues were observed. A device history record review for model 10010903 lot number 20125526 was performed. The search showed that a total of 4,203 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010903 lot number 21079282 was performed. The search showed that a total of 7,003 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the kinks seen at the joining locations between the tubing and the infusion set components is caused by the coiling and packaging of the infusion sets prior to the joining solvent fully drying. This issue has been previously observed with similar occurrences in previous investigations. Additionally, the root cause for the kinks located at the middle of the tubing was caused by the roller clamp. The roller clamp kinks were able to be massaged out with no further issues to the tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 unvtd bld hand pump w/180 flt ss experienced kinket tubing. The following information was provided by the initial reporter: tubing became crimped.